Event description:
It was reported that a malfunction occurred on the pump, labeled as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.